Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Photograph was provided for investigation, however the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. It was indicated that the patient was under (B)(6) years old, which is off-label usage of the device.